Manufacturer narrative:
H3: product analysis of apb-3-8-3d-es, lotno:222127435. As found condition: the axium prime pushwire and echelon catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: the axium prime pushwire was returned without its introducer sheath. The axium prime pushwire was found to be bent at ~19.0cm and ~55.8cm from proximal end. The axium prime implant coil was found to be broken and not returned for analysis. Therefore, any contributing factors could not be assessed. The polypropylene was found to be broken/missing. The coil shield was found to be stretched. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretched¿ could not be confirmed as the axium prime implant coil was found to be broken and not returned for analysis. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil was found to be stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery terminal with a max diameter of 4.5 mm and a 3.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that internal carotid artery terminal aneurysm, microcatheter in place, stent-assisted embolization, detachable spring coil apb-3-8-d-3d was pushed out from the protective sheath and found to have been stretched and could not be used normally. Replacement of the same model of spring coil, successful detachment. The operation ended successfully. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the cause of the coil stretch was not determined. There were no issues that resulted in the damage that was found.